Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had loss of efficacy with implant. Patient was not have the results she did with evaluation. Patient reported the jolting sensation. Patient was given the ok to change programs but was seeing the turn neurostimulation on screen when trying to increase amplitude. Patient was feeling a jolting sensation occasionally but patient thought that meant it was working. Patient hadn't really had any results and continued experiencing frequency and leakage. Patient had the program changed at the doctor's office friday and now they were on her 3rd program. It was instructed to turn on stim and increased stim from 1.2 to 1.5 and said they could feel it slightly so they would leave it there for now. Patient saw the doctor for followup on (B)(6) 2017 and they changed the program and they had slight improvement. Patient had been disappointed in having less improvement then hoped for. Surgery was on (B)(6) 2017. Patient was told to increase amplitude but still having frequency and leaking. Patient had next appointment with doctor on (B)(6) 2017. Patient was hopeful to have an improvement before the left for cruise on (B)(6) 2017. There were no complications or that no further complications were reported. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.